Event description:
It was reported that during a "ptci" procedure, the guide wire was placed in a bifurcated "cx" to "cx" obtuse marginal lesion. Reportedly, the distal end of the obtuse marginal (om) was a very tortuous vessel. A kissing balloon technique was used to pre-dilate the lesions. A stent was then placed in the marginal just distal to the bifurcation, and then another stent was placed in the "cx" just distal to the bifurcation. The system was then removed and it was noted that the guide wire had fractured about 5 to 10cm above the opaque tip, and the distal end of the guide wire remained in the patient.